Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 750 mg/dl and again hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 469 mg/dl. Patient's other blood glucose value was 257 mg/dl. The customer experienced symptoms such as stomach pain and nausea. The customer was treated with insulin drip. The drive support cap appears normal. The device was not expected to be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. Device had minor or deep scratched display window, cracked case at display window corner, scratched reservoir tube window and a partially broken off reservoir tube lip.